Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug were reported in a research article in a subject population with multiple co-morbidities including aortic valve prolapse, aortic regurgitation, ventricular septal defects. Complications reported included aortic valve insufficiency/ regurgitation, heart block, hospitalization/prolonged-hospitalization, patient device interaction problem (residual shunt), off label use; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting amplatzer vascular plug for peri-membranous ventricular septal defect closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that amplatzer vascular plug was implanted for peri-membranous ventricular septal defect closure. It should be noted that the amplatzer vascular plug, instruction for use (IFU), states: the amplatzer¿ vascular plug is indicated for arterial and venous embolizations in the peripheral vasculature. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. Literature attachment: percutaneous device closure of perimembranous ventricular septal defects associated with aortic valve prolapse and aortic regurgitation. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous device closure of perimembranous ventricular septal defects associated with aortic valve prolapse and aortic regurgitation", was reviewed. This research article is a retrospective single-center experience to evaluate transcatheter closure for perimembranous ventricular septal defects (pvsd) accompanied by aortic valve prolapse (avp), aortic regurgitation (ar) and serptal aneurysm. Devices that were included in the study were amplatzer duct occluder I, amplatzer duct occluder ii, amplatzer muscular vsd, amplatzer vascular plug, cardiofix muscular vsd occluder, and konar-mfo multi-functional occluder. The article concluded that transcatheter device closure of pvsd is a minimally invasive, safe and effective treatment and may be an alternative treatment choice for patients with pvsd associated with avp, ar and aneurysm to prevent progression of avp or ar. [The primary and corresponding author was ilker kemal yucel, department of pediatric cardiology, university of health sciences dr. Siyami ersek thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, with corresponding email: ilkerkemalyucel@yahoo.com.] This study included patients who underwent transcatheter device closure of a pvsd who also had avp, ar and septal aneurysmal tissue from 01 january 2007 to 31 december 2023. A total of 44 patients were included in the study, of which 61.3% (27) received an abbott device. The average age was 10.5 years. The majority gender was male. Comorbidities included aortic valve prolapse, aortic regurgitation, ventricular septal defects.